Event description:
Or

Event description:
It was reported that (1) tlc75 and (1) tcr75 device were used during a right hemi colectomy procedure. It was reported by the rep that while the surgeon was doing a right hemicolectomy using a tlc75, the first two firings were fine. On the third firing the instrument only went half way thru the firing cycle before locking out. A new tlc75 was opened and fired without incident. There was no consequence to the pt.